Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not power on. The cause of the inability to power on was isolated to damaged pins on battery connector (j1) on the defibrillator board, preventing the monitor from recognizing a battery. The root cause of the defective battery connector cannot be positively determined but was likely induced from excessive force when the battery was mated with the monitor. No adverse event resulted from the defective battery connector. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last patient to use this monitor did not report any issues.